Manufacturer narrative:
A ventilator was reported failing pressure transducer test and internal leakage test in pre-use checks. Our field service engineer investigated the ventilator on site, confirmed the issue and replaced a pressure transducer. The unit was cleared for clinical use. The failing pressure transducer printed circuit board (pcb) was returned for investigation but no logs were provided. Visual inspection showed indications of liquid on the pcb. It was mounted in a reference ventilator for simulated use testing and zero-pressure voltage was out of specification. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by liquid on the pressure transducer pcb. The cause of the liquid has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).